Event description:
This is a pt with a history of mondini's syndrome. At the time of surgery a lumbar drain was placed. This drain became infected and led to meningitis. The pt was subsequently explanted and fully recovered. The pt was reimplanted and is successfully using the device.